Event description:
It was reported that the generator displayed error code 1, during the middle of a laparoscopic hysterectomy. All troubleshooting measures failed to correct problem and an esu was used to complete case. Each time the generator was powered on, an error code 1 was noticed on display. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site found that the unit boots up with error code 1 due to the main pcb. The site replaced the main pcb to correct the complaint. The generator was serviced, then burned in, functionally tested, and was found to operate properly.